Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 240 units of insulin during the load sequences. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 300 mg/dl. Information regarding alternate insulin therapy was not provided. Recommendation was made to consult with a healthcare provider to discuss diabetes management.